Event description:
It was reported that one day prior to death the patient was not feeling well. He had episodes of ventricular fibrillation that were sensed and treated by the device, but the rhythm was not terminated. Device data showed noise on previous events. Review of device disk data showed the vf episodes appeared to be appropriately sensed. The rhythm at times was terminated by the device and at other times appears refractory to therapy. The short interval counter was elevated, indicating oversensing, and impedance increased approximately two weeks earlier, to 1072 ohms. A company rep believed the cause of death was cardiac arrest, and did not know of any device issues. There is also no indication from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Cause of death was requested but not received. It is not known if the device was explanted post-mortem. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise and high ventricular impedance were noted in the data review. Other: it was reported that one day prior to death the patient was not feeling well. He had episodes of ventricular fibrillation that were sensed and treated by the device, but the rhythm was not terminated. Device data showed noise on previous events. Review of device disk data showed the vf episodes appeared to be appropriately sensed. The rhythm at times was terminated by the device and at other times appears refractory to therapy. The short interval counter was elevated, indicating oversensing, and impedance increased approximately two weeks earlier, to 1072 ohms. A company rep believed the cause of death was cardiac arrest, and did not know of any device issues. There is also no indication from a health care professional that the death was device related. No conclusion can be drawn. Impedance, high interference, oversensing.